Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to terminal corrosion of the video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: establishment name: (B)(6) hospital. The device was returned to olympus for evaluation, and the customer's allegation was confirmed due to terminal corrosion of the video connector socket. The device evaluation also found battery consumption and a missing dv cover. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the image did not appear on the visera video system center. It is unknown when the reported issue was found. There were no reports of patient harm.